Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the surgeon observed the seal. The surgeon came back and saw bleeding. There were no regrasp alerts, there was evidence of energy delivery and an end tone was heard. In order to resolve the issue, the device was used to seal again. The surgeon stated that more bleeding was observed with this device than other similar instrument. No patient injury. The incident device was discarded and is not available for evaluation.